Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 4/13/07 the lay user/patient contacted lifescan (lfs) alleging the one touch fasttake meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On 4/30/07, the mas mailed a letter requesting the pt contact medical affairs. In 2007 at 6:30 am, the pt experienced the symptoms of frequent urination, thirst, hunger and drowsiness. The pt attempted to test her blood glucose level, however the reported meter would not power on. The pt took no actions following the attempted use of the meter. A friend took the pt to the emergency room, where her blood glucose level was tested to be 374 mg/dl. The pt was treated intravenously with insulin and fluids. It would have been helpful to determine for how long the reported meter would not power on, if the pt took her usual meals and medications despite not being able to test her blood glucose level, her medication regimen, if the pt adjusted her medication doses based on meter readings, her testing frequency, her expected blood glucose readings and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was using the correct test strips, the pt had replaced the meter's batteries correctly, the battery contacts were in good condition, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The pt allegedly was unable to test her blood glucose level because the reported meter would not power on. She further claimed she experienced symptom suggesting hyperglycemia, and receiving emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.